Manufacturer narrative:
The ra lead was disposed of by the hospital, therefore, would not be returned for reliability analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) due to dislodgement. A revision procedure was performed and the lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.